Event description:
It was reported prior to a splenectomy procedure, that when activating the buttons on the shear, they did not work. No transection of tissue occurred. Opened new shear. There was no adverse pt consequence.